Event description:
During several biopsy procedures, the physician had experienced multiple failures with the biopsy instrument. Some of the failures included: failure to extract the tissue samples, difficultly extracting the biopsy instrument from the introducer sheath, and failure of the instrument to fire. The department saved all packaging and related information for the manufacturer account representative to investigate, and the department filed unusual occurrence reports for biomedical (bme) analysis. Bme contacted the manufacturer representative for return and evaluation of each of the eight biopsy instruments. These events occurred with six different patients and this report will cover all devices.the manufacturer contacted the end user to further investigate failures of these devices and provide in-services. The manufacturer also provide bme with follow up reports on the 8 biopsy instruments returned to manufacturer for analysis.